Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis and drain placement. During the procedure a pericardial effusion was noted. It is standard protocol to check for any effusion at the end of the procedure. While doing so, the physician noted the pericardial effusion. There was no indication during the procedure that there was an effusion present, in fact, the patient's blood pressure was elevated during the procedure. A pericardiocentesis was performed (140 cc of fluid removed). The drainage tube was still in place but was planned to be removed once the patient is in hemostasis. Ablation was performed prior to the pericardial effusion and the procedure was completed successfully. Patient recovered.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31465332l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).